Event description:
An infected mesh was replaced with permacol. The patient has a history of recurrent infection at the defect site. Several weeks post implant the patient developed an infection at the site and was hospitalized. The infection recurred again several months later. A synthetic mesh was used as reinforcement on the recurrent case as the permacol was broken down/weak and very thin.